Event description:
Per independent repair center statement, the irc5po2v concentrator has low o2 or yellow light. The key failure was that the manifold was sticking. Other issues addressed were the p/e valve needed replacing, the zip tie on the p/e valve needed replacing, and the hose clamp on the manifold needed replacing.